Event description:
It was reported that "the screws were implanted by another surgeon. Dr. Called to remove screws due to the s1 screw breaking in half. Do not know any details leading up to the screw breakage. Screws were removed without a problem, leaving the distal tip of the broken screw in the sacrum."